Event description:
It was reported lidocaine infusion was set to infuse 125ml (out of a 250 ml bag). It was noted that the device pump displayed that the intended volume had infused (125 ml) but never alarmed when the infusion completed. Furthermore, the bag was noted to be still "full." To check the amount of fluid infused, the clinician withdrew the fluid by syringe and calculated that only 4ml had been infused into the patient. The event occurred on (B)(6) 2023. There was patient involvement, but no harm and patient reported to clinical staff "100% relief from pain." Although requested additional information was not provided and no sample was returned to bd.

Event description:
It was reported lidocaine infusion was set to infuse 125ml (out of a 250 ml bag). It was noted that the device pump displayed that the intended volume had infused (125 ml) but never alarmed when the infusion completed. Furthermore, the bag was noted to be still "full." To check the amount of fluid infused, the clinician withdrew the fluid by syringe and calculated that only 4ml had been infused into the patient. The event occurred on (B)(6) 2023. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.